Event description:
The customer reports back to back results of 323 mg/dl and 157 mg/dl on the suspect device. Controls were not run. The customer states he feels fine. No adverse event reported. Return requested and replacement was sent.